Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced bent cannula event on (B)(6) 2024. The blood glucose level of the patient was 1200 mg/dl and high ketones. Therefore, the patient went to emergency room for seven days. During hospitalisation, the patient received fluids of saline, insulin, and unspecified medication intravenously as corrective treatment which resolved the issue. The patient was released from hospital from (B)(6) 2024. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions, h11: investigation summary. The information in this complaint (B)(4) has been evaluated for the malfunction code soft cannula found bent upon removal from infusion site. The batch 6003521 in question was manufactured at the reynosa site. Complaint investigations. Physical samples were formally requested; however, they were not provided. In order to test the product, the reference samples from the lot have been requested. However, the reference samples for batch 6003521 were previously tested in complaint (B)(4) on 07/jun/2025. Test results: visual test according to work instruction (wi) version 3.0 on reference samples, 10 samples out (B)(4) samples passed the test. Functional flow test 1 according to wi version 2.0 on reference samples, 10 samples out (B)(4) samples passed the test. Device history record (DHR) review: the lot 6003521 was manufactured according to the wi version 108 in the line 3, on 03/oct/2023, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 05/jun/2025 against malfunction code 6 soft cannula found bent upon removal from infusion site and lot 6003521 and another 3 complaints have been registered in database for the same lot 6003521 and malfunction code. Conclusion summary of the related event: this is a complaint which is being addressed as part of a corrective and preventive action (CAPA) plan 1768101: autosoft 90, kinked soft cannula issues which has been opened as a result of trending activities. This complaint is a reportable with valid lot number/product code. CAPA determination results: this complaint falls under the scope of the CAPA 1768101: "autosoft 90, kinked soft cannula issues" and will cover inset I (autosoft xc dhf-13.8 & 13.13) and inset ii (autosoft 90 dhf-14 and 14.3) products. Root cause of problem: the root cause has been identified as: method, manpower, measurement, machine: corrective action as a result of the investigation: the action plan and deadlines is as followed: the following actions were already implemented in the nc 1515780, 1. Include the defect in document (B)(4) (work instruction inset line). 2. Improve guards of the conveyors. 3. Update trays for the stock of cannulas. 4. Update document 3a02003 (quality specification for catheter fixture for skewed. Catheters) for include the handling of the catheter during the process. 5. Update the document 4805074 (work instruction inset line) to include the preventive actions implemented in the process (trays). A remaining action (to address design root cause) and deadlines is as followed: add cylinders to the lid to maintain in position the needle and cannula during transportation and prior use (database (B)(4)- (B)(6) 2025).

Event description:
To date no additional patient or event details have been received.